Manufacturer narrative:
Investigation results: the technical event 231009 appeared during ventilation and later device failed self-test at startup with tf431002. The pre-analysis did result in a root cause found. The "mainboard" has been identified to be the faulty component. The defective mainboard was replaced and the device is working as intended again. According to the latest reporting decision work flow guidance such issues are considered to be potentially reportable events.

Event description:
Self test failed alarm, tf 431002.

Event description:
Self test failed alarm, tf 431002.

Manufacturer narrative:
Investigation results. The technical event 231009 appeared during ventilation and later device failed self-test at startup with tf431002. The pre-analysis did result in a root cause found. The "mainboard" has been identified to be the faulty component. The defective mainboard was replaced and the device is working as intended again. According to the latest reporting decision work flow guidance such issues are considered to be potentially reportable events. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g1, g6, h2, h4, h11.